Event description:
It was reported that during implant procedure that the lead had to be repositioned two or three times due to high thresholds and each time the impedance would increase. The lead was not implanted. No patient complications have been reported as a result of this event (B) (4).

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found however,the visual inspection showed that the distal conductor was distorted/fractured and the helix/lobe was distorted/bent. (B) (4) full lead.